Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in an unspecified access site was attempted with proglide devices relative to an unspecified procedure. Reportedly, five proglide sutures were being implanted and one suture did not work. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The suture retrieval issue and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - lot number was updated from 2091941 to 2101541. D4 - expiration date and h4: manufacturing date updated as a result.

Event description:
Returned device analysis identified a posterior cuff miss and a suture separation of the rail end of the suture resulting in the posterior needle tip being detached from the suture.